Manufacturer narrative:
(B)(4). Concomitant products: dil cath: maverick; guide cath: sal .75; stent: promus element . The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the voluntary procedure was to treat a narrow lesion located in the proximal right coronary artery (rca). Prior to the procedure the patient already had elevated creatine levels suggesting a lowered kidney function. Per his usual technique to protect the guide wire tip from damage, the physician forwarded a non-abbott 2.5 balloon catheter to the end of the guiding catheter prior to advancing the whisper guide wire. The whisper guide wire was then forwarded until the distal ends of both devices were near the tip of the guiding catheter. Both devices were advanced together as one unit across the lesion without any resistance felt. After successful predilatation of the lesion, no resistance was felt during retraction of the balloon catheter; however, it was then observed that the tip of the whisper guide wire had separated and the tip remained in the proximal rca. The separated guide wire tip was compressed to the vessel wall with the placement of a non-abbott stent implant. Another attempt was made to place a stent in the lesion; however, this stent delivery system failed to cross. This prolonged the procedure leading to the use of more contrast medium. The patient was transferred to intensive care with a weakening of the kidney function. A second procedure was performed by a different physician either on (B)(6) 2013 because the result of the first procedure was not good. After the second procedure the patient had total kidney failure due to the additional contrast medium used. The patient did not stabilize again and expired on (B)(6) 2013. The cause of death was reported as sudden cardiac death. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.